Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, cannula sheath cracked. It was reported this occurred with nine devices. This report addresses all nine devices. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged microintroducer is confirmed and was determined to be manufacturing related. Four 4.5fr microintroducers and three photographs of microintroducers were returned for evaluation. An initial visual observation revealed all microintroducers were observed to have a longitudinal split at the sheath tip. The returned photographs also showed a longitudinally aligned split at the sheath tip; however, no details of the split could be discerned from the photographs. It was not possible to confirm whether the photographs were of the physical samples returned or different samples. A microscopic observation of the four returned samples revealed the split at the sheath tip had some material webbing. No other damage was observed on the sheath tip or the dilator, and no obvious use residue was observed on the sample. The shape, location, and extent of the damage observed on the returned samples suggest the sheath tip may have been damaged during the manufacturing process. Photographs of the samples have been forwarded to the manufacturing facility for further evaluation. This complaint will be recorded for future trending and monitoring purposes.